Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was loose the following information was received by the initial reporter with the following verbatim: according to the customer report external extension tube is connected to the female side mz5303 (mixing section), but it is found to be loose. The drug solution that was being administered is unknown (possibly an anticancer drug), but there is no leakage occurred.

Manufacturer narrative:
E1: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction: updated annex a code to a1205 investigation results: one mz5303 sample was received without packaging; no residual fluid was present. The sample was received with the maxzero connected to an unknown extension set. The customer reported that the connection between the maxzero and an extension tube was loose. A visual inspection of the returned samples did not identify any damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and the returned extension set remained secure when connected, as well as when connected to other bd stock products; no inadvertent disconnection occurred throughout testing despite manipulation. Furthermore, no leakage was observed from any part of the infusion set throughout pressure testing. The returned sample and connecting product were subjected to CT analysis for further observation of the interaction of the male luer and the maxzero, and no obvious issues were identified which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed a possible lot number to be either 23089343, 23089347, 23089349, 23089348 or 23089350. A review of the production records for potential lot numbers did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customers experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz5303 product in the past 12 months.

Event description:
No additional information.